Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, the t2 implant could not be deployed. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, the t2 implant could not be deployed. The t1 implant was left secured in the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was received with both implants and suture off the needle and the actuator was in the post t2 firing position, indicating the device was actuated twice. A functional evaluation found the device cycled as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical code).